Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted in with bacteremia. Blood culture confirmed strep viridans. The source was unknown. The patient was placed on IV antibiotics. The patient developed a gi bleed and coumadin was discontinued for an indefinite period of time.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding and infection could not be determined. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient is off of coumadin and acetylsalicylic acid with no issues.